Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the screw was partially deployed from the lead in the packaging. The lead was implanted successfully and remains in use. No patient complications have been reported as a result of this event.